Event description:
It was reported to boston scientific corp that a resolution clip device was used during a clipping procedure on a hemostatic lesion on a male pt. According to the complainant, during the procedure, the clip would not advance from the sheath, resistance was felt and the device broke at the over sheath grip. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.